Manufacturer narrative:
A 7 x 40 x 120cm smart flex self-expanding stent did not release from the delivery system but deployed in the sheath. Therefore, the physician opened another unknown stent, and the procedure was completed. The product was stored as per labeling and opened in a sterile field. The procedure being performed was an intervention of the superficial femoral artery (sfa). The target lesion length was 4 cm or less. There was no vessel tortuosity. The access site was the groin. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system passed through acute bends. Delivery of the sds to the lesion was on the contralateral leg as per the standard practice to approach the lesion. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The proximal part of the delivery system was straightened as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle was loosened to allow free movement of the pusher tube. The physician employed a standard pin and pull approach. The user moved the outer sheath proximally relative to the pusher tube while holding the pusher tube in a fixed position. The stent did not release from the delivery system. The sheath, sds, and stent were removed together. There was no reported patient injury. The device was returned for analysis. One non-sterile smart flex 7x40 bil, 120cm was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received opened. Per visual analysis, the stent of the unit was received already deployed and returned inside the bag. Two kinks were observed on the body/shaft catheter approximately at 10.4 cm and 13.6 cm from the strain relief. No other anomalies were observed. Per dimensional analysis, usable length of the catheter couldn¿t be measured due to the kinked condition observed on the unit, as received. Per functional analysis, deployment test couldn¿t be performed since the stent was already deployed, as received. A product history record (phr) review of lot 215255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature deployment¿ was not confirmed since the stent was received already deployed from the unit and deployment test couldn't be performed. The cause of the reported premature deployment of the stent and kinks could not be conclusively determined during the analysis. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics (although unknown) may have led to the reported event as well as the noted kink observed on the device, as received. According to the instructions for use ¿examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. Deploy the stent. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Analysis of the returned device: one non-sterile smart flex 7x40 bil, 120cm was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received opened. Per visual analysis, the stent of the unit was received already deployed and returned inside the bag. Two kinks were observed on the body/shaft catheter approximately at 10.4 cm and 13.6 cm from the strain relief. No other anomalies were observed. Per procedure, the deployment test couldn¿t be performed since stent was already deployed, as received. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿stent delivery system (sds)-ses - deployment difficulty - unable¿ was not confirmed since the stent was received already deployed from the unit. However, the cause of the observed kinks could not be conclusively determined during the analysis. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 7 x 40 x 120cm smart flex self-expanding stent did not release from the delivery system but deployed in the sheath. Therefore, the physician opened another unknown stent, and the procedure was completed. There was no reported patient injury. The product was stored as per labeling and opened in a sterile field. The procedure being performed was an intervention of the superficial femoral artery (sfa). The target lesion length was 4 cm or less. There was no vessel tortuosity. The access site was the groin. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system passed through acute bends. Delivery of the sds to the lesion was on the contralateral leg as per the standard practice to approach the lesion. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The proximal part of the delivery system was straightened as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle was loosened to allow free movement of the pusher tube. The physician employed a standard pin and pull approach. The user moved the outer sheath proximally relative to the pusher tube while holding the pusher tube in a fixed position. The stent did not release from the delivery system. The sheath, sds, and stent were removed together. The device will be returned for evaluation.